Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose. Customer stated that he suspended the use of the insulin pump and sensor due to health issues with colon, liver and kidney cancer. Customer still has an incision in his stomach. Customer stated he was told by the doctor not to change any settings when he goes back on insulin pump. Customer was wearing the sensor before all the health diagnosis; the sensor kept alerting him fort low glucose which was accurate because his blood glucose was low on the day before his colonoscopy. Customer states that the low blood glucose was due to only being able to take clear liquids and sugar free liquids. Customer declined to provide his blood glucose level and to troubleshoot. Nothing further reported.